Manufacturer narrative:
The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. The pipeline was not attached to the pushwire. The tip coil appeared to be damaged. The ends of the pipeline were found fully opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. It is likely that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times. The cause of pipeline not opening fully could be a combination of damaged braid, device design, tortuous anatomy, and physician technique. The tip coil was also damaged. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. The pipeline flex IFU (instructions for use) indicated that pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an ophthalmic carotid aneurysm, the physician reported that the pipeline flex would not open completely. The patient had a moderate to severe proximal vessel tortuosity. The physician was not comfortable continuing deployment. Multiple attempts were made to open the device including manipulating the pushwire, resheathing the device three times, and manipulating the device. None of the attempts to open worked. The physician pulled system out and utilized new microcatheter and pipeline flex to complete treatment. Second device utilized and deployed as usual. The patient was treated and discharged the following day without any issue. No patient injury was reported as a result of this procedure.